Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient stated the issue has not been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was to review when to use the patient programmer. The patient said that yesterday, they wet their pants four times. They also mentioned they sometimes would get up at night and were not able to get to the bathroom in time. They connected to the implant and said the setting was at 4.9 volts, and they last connected to the implant on sunday. Icon meaning of the top row was reviewed, and it was determined that stimulation was off. It was explained that could be why the patient noticed a return of symptoms. With instruction, they turned stimulation on and confirmed they felt stimulation now, and it was comfortable. They planned to monitor their symptoms now that stimulation was on. When asked, the patient said they did not know what their overall level of improvement was compared to baseline symptoms. Their appointment with their managing healthcare provider was scheduled for (B)(6) and they said there were no openings at all at their regular location in the month of november. They were to consider contacting the healthcare provider office and request to speak to a nurse to check their medical records if there was any notation regarding what the patient's symptoms were like prior to implant, as the patient said they could not remember. It was reviewed when to use the programmer, as well as the stimulation on/off, and screen off buttons and icons on the top row.